Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was implanted after the ins's use by date of (B)(6) 2017. No symptoms were reported. No further complicationswere reported.